Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third party service center, the device was visually inspected and visible foam particles were observed. During the evaluation, the device lcd screen was found damaged, scratches were found on the upper enclosure, buttons on the upper enclosure were found damaged, and the anti-slip rubber on the bottom enclosure were found damage. The device was repaired.